Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed no delivery and then motor error when trying to deliver bolus after changing the set. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 235 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.